Event description:
It was reported that the device detached and a hematoma occurred. The 95% stenosed target lesion was located in the moderately to severely tortuous and none calcified distal right coronary artery (rca). A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the device broke at the catheter junction distal to hypotube and was seen moving in rca. A stent balloon had to be reinflated to pull the broken portion back into guide. Everything was pulled out of the vessel, including the guide extension, wire and balloon were removed. The procedure was completed with this device. Hematoma occurred and the patient was admitted to hospital beyond the standard of care, but was fully recovered.

Event description:
It was reported that the device detached and a hematoma occurred. The 95% stenosed target lesion was located in the moderately to severely tortuous and none calcified distal right coronary artery (rca). A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the device broke at the catheter junction distal to hypotube and was seen moving in rca. A stent balloon had to be reinflated to pull the broken portion back into guide. Everything was pulled out of the vessel, including the guide extension, wire and balloon were removed. The procedure was completed with this device. Hematoma occurred and the patient was admitted to hospital beyond the standard of care, but was fully recovered. It was further reported that the hematoma was noted after the device was removed.

Manufacturer narrative:
F10. Corrected impact code. Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. The collar and shaft were fully detached. The collar weld was kinked. At 1.5cm from the tip of the device, the shaft, marker band, and tip were flattened. The synergy balloon and guidewire were stuck in the shaft of the guidezilla upon device return and could not be removed without further damaging either device.

Event description:
It was reported that the device detached and a hematoma occurred. The 95% stenosed target lesion was located in the moderately to severely tortuous and none calcified distal right coronary artery (rca). A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the device broke at the catheter junction distal to hypotube and was seen moving in rca. A stent balloon had to be reinflated to pull the broken portion back into guide. Everything was pulled out of the vessel, including the guide extension, wire and balloon were removed. The procedure was completed with this device. Hematoma occurred and the patient was admitted to hospital beyond the standard of care, but was fully recovered. It was further reported that the hematoma was noted after the device was removed.